Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, the following microbes were detected in the samples collected from the all channels of the device. Bacillus spp. Mesophiles (1 cfu/endoscope). Gram-positive bacteria (1 cfu/endoscope). Micrococcaceae (2 cfu/endoscope). Coagulase-negative staphylococci (1 cfu/endoscope). The testing result cleared the french guideline (alert level). The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. First time; (B)(6) 2021. All channels: unspecified microbes (>100 cfu/200ml). Second time; (B)(6) 2021. Suction channel: aspergillus sp. (1 cfu/100ml). Auxiliary channel: unspecified microbes (1 cfu/100ml). The device had been reprocessed with a non-olympus automated endoscope reprocessor, cantel isa, using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus france (ofr). Ofr checked the subject device and found followings. - the insulation of the connecting tube resistance value was out of specification. - the insulation of the distal end cover resistance value was out of specification. - the light guide lens was scratched. - the glue of the bending rubber was worn out. - the cp-plate (inside the control section) was deformed. - the scope cover was scratched. - the remote switches 1 was scratched. - the angulation was out of specification. - the instrument channel exchange as preventive maintenance. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined.